Event description:
It was reported that the pt experienced a painful lump in back near catheter insertion point and loss of therapeutic effect. This report was not confirmed by the hcp. The pt had reported lower extremity weakness to the hcp in 2008 and had "pump decrease". About 2 months later, the catheter was replaced to move the catheter tip cephalad from t5. The pump contained clonidine and compounded baclofen. The pt recovered without sequela from the non-serious injury.

Manufacturer narrative:
Results code, used for catheter.